Event description:
3 yr old female born with pulmonary atresia and ventricular septal defect who underwent a valve procedure at 15 months of age. Postoperatively, pt developed persistant right ventricle dysfunction with bilateral dilatation pulmonary artery stenosis. She had balloon dilatation which improved her pulmonary artery stenosis however pt required explant to pulmonary homograft insufficiency and right ventricular dysfunction. The operative note indicates homograft was grossly incompetent with a moderate amount of calcification around the valve leaflet.